Event description:
Caller states that a pt in labor and delivery required intubation. The pt was then transferred to the ICU where they noticed a leak around the endotracheal tube. Upon extubation they found that a portion of the end of the tube was broken and just hanging by a small piece of plastic. The pt was reintubated with another endotracheal tube and there was no injury to the pt, no leak, and no change in therapy.